Event description:
A stone causing an obstruction was seen at the main pancreatic duct. A balloon was introduced for dilation and the diameter progressively increased. An attempt to extract the stone was partially successful using a trapezoid snare. Electrohydraulic lithotripsy was performed and the stone was fragmented. Several fragments were removed using a balloon and a basket. During extractions, a large fragment still remained. A mechanical lithotriptor was inserted and during an attempt at fracturing the stone, the lithtriptor wire broke. Multiple attempts to clear the lithotriptor from the stone were unsuccessful. An out of the scope lithotriptor was attempted, however, the wire again broke during the attempt at lithotripsy. An argon-plasma coagulator was applied for ablation of two of the lithotriptor basket wires successfully and the lithotriptor was removed.